Event description:
The surgeon inserted a 22.5 diopter three piece collamer lens into the patient's eye and the plunger of the injector tore the trailing haptic off. The surgeon removed and replaced the lens with another lens without enlarging the incision. No patient injury.